Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred during sue with a unspecified bd syringe. The following information was provided by the initial reporter, "pr 315667 ¿ tubing set disconnected from syringe and leaked; bd aware date 07/26/2019. Il stopped at 0100 on 7/26, restarted until 7/26 at 0219. Pt info- boy l, (B)(6) old, dob (B)(6), male, 600 g. (Neonate). When transferring infant into new isolette, nurse accidentally brushed against IV pump. Lipid syringe broke off from vented IV tubing set. Tubing immediately clamped. Pharmacy called and new lipid syringe ordered. Once new lipids arrive, primed with new IV tubing set and reconnected to infant in sterile fashion. Il was infusing at time of breakage. Found on 7/26/2019 at 0100. Alaris pump in use-405094684; 30 ml bd syringe." On (B)(6) 2019 04:07 pm (gmt-5:00) "customer response: unfortunately, pharmacy sends us up the syringes containing the lipids. We prime the tubing and hang. It does not appear to be a syringe issue in my opinion. The tubing is cracking in half at a specific point every time. I do not have the lot numbers of the syringes involved." 1 of 3 complaints.

Manufacturer narrative:
H.6. Investigation: one (1) sample was received from the customer for investigation. The sample was visually examined using unaided vision. No cracks or defects in the tip or luer lok® adapter were observed and the tip and luer lok® adapter have been properly formed. Based on the investigation conclusion the condition reported by the customer could not be confirmed as no defects were observed in the returned sample. Therefore, a potential root cause(s) cannot be determined. A device history record (DHR) review was not able to be performed on the batches associated with this investigation as the batch number was not known. H3 other text : see h.10

Event description:
It was reported that breakage occurred during sue with a unspecified bd syringe. The following information was provided by the initial reporter, "pr 315667 ¿ tubing set disconnected from syringe and leaked; bd aware date (B)(6) 2019 2. Il stopped at 0100 on 7/26, restarted until 7/26 at 0219. 3. Pt info- boy l, 3 days. Old, dob 7/18/19, male, 600 g. (Neonate) 5. When transferring infant into new isolette, nurse accidentally brushed against IV pump. Lipid syringe broke off from vented IV tubing set. Tubing immediately clamped. Pharmacy called and new lipid syringe ordered. Once new lipids arrive, primed with new IV tubing set and reconnected to infant in sterile fashion. 6. Il was infusing at time of breakage. 7. Found on (B)(6)2019 at 0100. 8. Alaris pump in use-405094684; 30 ml bd syringe" (B)(6) 2019 04:07 pm (gmt-5:00) "customer response: unfortunately, pharmacy sends us up the syringes containing the lipids. We prime the tubing and hang. It does not appear to be a syringe issue in my opinion. The tubing is cracking in half at a specific point every time. I do not have the lot numbers of the syringes involved." 1 of 3 complaints.